Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no related activity from the reported event observed in the pump's history. There was no physical damage to the battery compartment or the battery cap and there was no evidence of moisture ingress damage. The battery voltage was found to have dropped on (B)(6) 2011 and (B)(6) 2011 and the original battery was not returned with the pump for investigation. The pump was exercised for 5 hours and the pump powered on normally with no evidence of overheating and no alarms. The pump's electrical current draws were tested and found to be within specification. The power flex, battery connections and internal components were also tested for intermittent power issues with no defects found.

Event description:
The patient contacted animas to report that after receiving a low battery warning, the pump was warm to touch. When the battery was removed the patient claimed it also felt warm. At the time of troubleshooting, the patient confirmed there was no corrosion in the battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.